Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00274. The pt was implanted with four percutaneous leads on (B)(6) 2010. It was reported that she was without stimulation and unable to increase the amplitude for her programs. Stimulation was eventually restored; however, the pt is only receiving therapy from one of her programs. In an effort to resolve this matter, a reprogramming session will be scheduled.